Event description:
It was reported to boston scientific corporation in 2007 that a jagwire device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed four days prior (patient age, gender and weight are unknown). According to the complainant, after a successful cannulation, the physician tried to perform the exchange using the autotome, the ercp cannula, and the hydrotome. The exchange was unsuccessful. In addition, the teflon became shredded on one of the wires used in the procedure. The patient was sent to another facility to complete the procedure. No other patient information is available.

Manufacturer narrative:
Conclusion: (other) - the ptfe sleeve appears cut in several areas. The wire is severely kinked. Based on the evaluation of the returned device, the ptfe sleeve appears cut in several places. The wire is also severely kinked. This failure seems to be associated with the handling of the unit.